Manufacturer narrative:
(B)(6). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major infection starting on (B)(6) 2019. The patient had a wound disorder after vac-therapy by driveline infection and abscess wbc on (B)(6)2019. 10.46 tsd/microgram, wbc on (B)(6) 2019. 6.82 tsd/microgram, CT of abdomen on (B)(6) 2019. There was no evidence of infection or mediastinitis from wound smear on (B)(6) 2019. (B)(6) antibiotic with clindamycin 1x600 mg from (B)(6) 2019 to (B)(6) 2019 and dressing changes 2x per day. Cafalexin 1g 1-0-1 (once in morning, once in evening) from (B)(6) 2019 to (B)(6) 2019. Patient was discharged from hospital on (B)(6) 2019.